Event description:
It was reported that during a surgical procedure at the user facility, the saw was emitting rust and smoke from the blade area. It was reported that nothing entered the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corroded components were found within the device, including the motor, rotor, the eccentric gear, and the saw blade mount, which is a probable cause of the reported smoking. The corrosion on the saw blade mount is a probable cause of the reported emission of rust from the blade area.